Event description:
It was reported that the patient passed away. The cause of death was not provided. Autopsy was not performed and the device was not explanted. Information was not provided by the customer if the outcome was device or therapy related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(4), and the reported patient outcome could not be conclusively established during this evaluation. It was reported that the patient expired on (B)(6) 2021, and the cause of death was not provided. An autopsy was not performed. Due to patient privacy laws the hospital did not communicate patient outcome information. However, it was reported that based on a review of the available patient¿s record and a request for patient outcome, there were no device issues at the time of the patient outcome. It was reported that heartmate ii lvas, serial number (B)(4), was not explanted and would not be returned for evaluation. The heartmate ii lvas IFU lists potential adverse events, including death, that may be associated with the use of the heartmate ii left ventricular assist system. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 25feb2014. No further information was provided. The manufacturer is closing the file on this event.